Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the touchscreen no longer illuminates. In addition, it was reported that the customer experienced low blood glucose levels (60 mg/dl) earlier in the day. Customer stated low blood glucose levels were due to a bolus that was delivered. Customer reported that she is confident low blood glucose levels were not due to the pump or supplies, and that her settings may need to be adjusted. Customer consumed carbohydrates to stabilize blood glucose levels.